Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed failed battery test. Customer stated she was not doing anything at the time of the alarm. During troubleshooting customer stated the battery cap or compartment are not damaged. After troubleshooting, the customer continued to receive a failed battery test alarm. Advised the customer the insulin pump will need to be replaced. The customer's blood glucose was unknown.